Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level over 400 mg/dl while troubleshooting for a bent cannula. Customer's current blood glucose is 232 mg/dl. Customer treated with manual injections of 10 units. Customer stated that she doesn't want to troubleshoot because she knows that her blood glucose was over 400 mg/dl since she wasn't getting any insulin due to a bent cannula.